Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the front corners of the top case are both cracked and chipped. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated by analysts. The speaker was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump exhibited continuous primary audible alarm. No patient involvement reported.